Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
The customer reported that the 840 ventilator had communication loss. There was no patient involvement. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the breath delivery (bd) graphical user interface (gui) cable. Covidien not authorized to evaluate the device.